Manufacturer narrative:
(B)(4). The lot was manufactured from august 25, 2015 ¿ august 26, 2015. The device was received for evaluation containing approximately 35 ml of fluid in the reservoir. Visual inspection revealed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was involved in an underinfusion incident. The device was filled with 105 ml of fluorouracil and 5% glucose and connected to the patient. After 46 hours of infusion, the patient observed that approximately 40 ml of fluid remained in the reservoir. There was no patient injury or medical intervention associated with this event. No additional information is available.